Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed rising impedances to a level of 1460 ohms. Additional information was obtained, noting that there was a 550 ohm spike in impedances over a weeks time in conjunction with high pacing thresholds. Surgical intervention was performed to surgically abandoned and replace the lead. No adverse patient effects were reported.